Event description:
Roughly 12 pts were taken back to the or. When they aggressively debrided the area and bone grafted, these pts were ok. Observed no visible screw fragments, just paste with or without flecks of white chalky material. The pts experienced problems approx 3-4 months after surgery on average (range 3-8 months).

Manufacturer narrative:
Product recall initiated. No product is being returned for evaluation. Approx 12 pts reported with post-op conditions. However, there is no info available in regards to pt; product and lot numbers; incident dates. Therefore, one medwatch report is being completed referencing 12 incidents.